Event description:
Caller reported a recurring alarm issue indicating an occlusion with their insulin pump. Despite multiple troubleshooting attempts, the occlusion alarms persisted, leading to concerns about high blood glucose levels. The caller confirmed that the occlusion issues did not cause blood glucose levels to exceed 500 mg/dl and that corrective actions were taken, including disconnecting and reconnecting tubing and replacing supplies. However, due to the ongoing issues, a pump replacement was recommended and approved. The customer was advised to continue using the current pump until the replacement arrives.